Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings, excessive no delivery and motor error alarms from the insulin pump. The customer's blood glucose reading was 46 mg/dl. The customer stated that the low reading was due to over bolus. The customer treated with candy. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that there was a motor position encoder error in the alarm history. The customer stated that the alarm occurred during basal delivery. The customer was assisted with manually priming the pump. The customer stated that the motor error did not occur during priming. The customer was advised to monitor the pump.